Event description:
Rep called in 2008, to report that a pt was brought into the ER after he was hit by lightning. The pt was not struck directly by the lightning as he was holding on a metal banister when the lightning struck the banister. Rep conducted a routine follow up when it was noted that the pt had many aborted charges due to noise. The noise was able to be replicated by moving the pt's arm up and down. The physician was concerned about not only the lead integrity but also device integrity as well and scheduled a change out. The change out was completed in 2008, by second rep. Product return expected. This lead was replaced with another linox sd 65/16.